Event description:
It was reported that, "patient has had a total of 6 bilateral hip replacements (dates: 2003, 3 weeks later, 2005, 2006, 2007 & 10 months later). Patient advised that she has lost mobility and is experiencing severe loss in range of motion. Patient alleges a history of unconfirmed revisions by stryker. Patient also advised that she has severe leg length discrepancy, squeaking, and pain."

Manufacturer narrative:
Additional information pertaining to the device(s) and dates reference in this report was requested from the patient. If it becomes available, the evaluation summary will be submitted in a supplemental report.